Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was derailed at the distal idler pulley. The grips still opened and closed, but the movement may not be as precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and the distal pulleys may have contributed to the derailment. There are scratches on the surface of the distal pulley. Failure analysis also observed / additional observation not reported by site is that the pitch cable was frayed at the distal idler same side where the derailment occurred. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the mega suturecut needle driver instrument jaws were not operating correctly, possible wire not attached properly. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.